Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the reb blood cell (rbc) product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, h.6, h.10 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found 1 other report of a similar issue on this lot. See MDR 1722028-2025-00236. The relevant rdf was analyzed and there were no abnormal alerts or alarms in the run data file. Root cause: a root cause assessment was performed for these complaints. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected wbc content reported in the rbc product for this collection. The most common contributing factors for these types of contaminations are: the loading of the disposable set, particularly the rbc filter. Please ensure that the rbc filter is loaded properly into the filter bracket as instructed by the trima and is not removed from the bracket unless prompted by the trima accel system. Donor-related factors. You may consider counting this donor's next few rbc donations for wbcs to verify that this failure is not donor related. A problem with the filter itself. Should you notice a trend of this behavior, you may consider returning the filter to terumo for further investigation.